Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "bad battery pins", which was observed during physical inspection and considered confirmed. One battery pin was depressed and another pin had contamination on the tip causing no connection to the battery. Removal of the contamination found the pump to power up on dc. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had bad battery pins. It was also reported there was no patient involvement.